Event description:
Pt was referred to electrophysiology lab for pacemaker revision due to evidence of both atrial and ventricular lead dysfunction. The pt was prepped and draped in the usual sterile fashion. An incision was made over the old pulse generator which was removed from its pocket and disconnected from the leads. The atrial lead measured a p wave of 1.3mv, impedance of 497 ohms, and a pacing threshold of 3.5v at 0.5 msec. The ventricular lead measured an r wave of 11.5 mv, an impedance of 860 ohms, and a pacing threshold of 5.8v at 0.5 msec. A green-yellow discoloration was noted within the insulator of both leads. Further inspection of the leads proximally revealed disruptions in the insulator lining in both leads in the region of the medial subclavian vein. Both leads were unscrewed and removed from their myocardial attachments with gentle traction. Resistance to progressive withdrawal was noted in the proximal subclavian vein. The atrial lead was cut and withdrawn using an extraction sheath. The ventricular lead was then easily withdrawn. A new pulse generator and leads were then implanted in the left deltapectoral region.